Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. The pump passed delivery accuracy test and found to be delivering within required specifications. Display is dim and letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that their blood glucose (bg) was high before bed on (B)(6) 2014 at 12.3mmol/l. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient took an injection by syringe last night but today the bg was 32.1mmol/l. All settings were correct. Customer support (cs) was unable to determine cause of high bg. The patient reported that they changed site prior to elevated bg. Cs had the patient change site but there was no indication of issues with the site. Cs advised patient to call back if bg becomes elevated again and to come off of pump and use an alternate form of insulin delivery. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.